Manufacturer narrative:
Patient identifier should read (B)(6). A medtronic representative went to the site to test the equipment. The representative reported that the rotor was out of alignment. From the failed manual override procedure, the dingus was reported to be bent. The representative reported that the reported issue was resolved through rotor alignment, door switch alignment and resetting of the dingus. The imaging system then passed the system checkout and was found to be fully functional. The representative also reported that they trained the site on proper emergency door opening procedures. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the site was unable to open the gantry door on the imaging system. The site attempted the manual override procedure for the gantry door, but damaged the door winch assembly due to a use error. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.